Manufacturer narrative:
E1: patient city: (B)(6) patient country: united states.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient faced an event of low blood glucose on (B)(6) 2025. The blood glucose level of the patient was 68 mg/dl and patient passed out. Therefore, emergency services were called and corrected with food. The blood glucose went up to 128 mg/dl. No further information available.